Event description:
Lar procedure. Cs29 dlu took a long time to get into firing range. Fired and revealed complete donuts. However, a large leak was also noticed. Anastomosis was redone using a competitive device.